Event description:
N/a

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) onsite was unable to detect a helium leak coming from the cart. Verified unit would not leak more then 20 psi within 5 minutes with a full tank of helium. Unit returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was leaking helium when they went to start on a patient. There was no patient involvement.